Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge and managed to resolve the issue by successfully loading a cartridge onto the pump, thus resuming insulin delivery.